Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1,086 mg/dl. The customer stated that he received multiple no delivery alarms prior to the event. The customer changed the infusion set, but was unable to get the blood glucose levels down. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.